Manufacturer narrative:
Event problem and evaluation: on (B)(6) 2014, a medtronic representative went to the site to test the equipment. The umbilical cable was replaced, and system communication and image transfer were tested. The reported imaging failure was resolved during the system checkout. The mvs interface cable assembly was returned to the manufacturer for analysis. The cable passed the bench level test, and functioned without any problem when installed in a similar imaging system; no fault found. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, during a spinal fusion procedure, the imaging system displayed the error "image frame rates are below recommended levels" while taking fluoro images; however, they were still able to acquire images and complete a spin. There was no reported delay to the procedure due to this issue, and no impact on patient outcome.